Manufacturer narrative:
If information is provided in the future, a supplemental report will filed.

Event description:
It was reported that magnetic resonance imaging (MRI) procedures were completed in patients with non-approved systems and abandoned leads. Patients were reported to have experienced warmth in the chest, tingling sensations and a pause in heart rhythm when a non-pacing mode was programmed. Patients who experienced symptoms underwent an additional MRI with no adverse effects reported. No adverse patient effects were reported.